Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kvub, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a sudden loss of therapeutic effect and stimulation in the wrong location. The patient¿s pelvic floor sensation was replaced with foot stimulation. Impedance testing and x-rays were performed. The patient¿s lead was replaced. After replacement, the patient felt stimulation in the vagina instead of foot.